Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40 lot# v079980, implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
A manufacturing representative reported the patient's implant was previously removed. When the patient was evaluated in (B)(6) 2015 for re-implant, the patient had an issue with their scalp that prevented implant. The patient's health care provider (hcp) irrigated the location and postponed implant. Cultures were taken and they were negative for infection. The patient was reimplanted in (B)(6) 2016. The patient was going to be programmed in approximately two weeks. The cause of the scalp issue was unknown. The patient's indication for use is parkinson's dual and movement disorders. Refer to manufacturer report #6000153-2016-00251.